Event description:
The customer stated that she was hospitalized with a high blood glucose reading of 750 mg/dl. Prior to the hospitalization, the customer was unable to lower her blood glucose levels with the insulin pump. The customer stated that he had been experiencing high blood glucose levels for the past three days, and she fell in her back yard as well. During the call, the customer was again experiencing high blood glucose levels even though she had given herself several units of insulin via the insulin pump. The customer stated that she did not know how to give herself a manual injection, and requested emergency assistance. The paramedics were called for the customer, and she was taken to the hospital once again, with a blood glucose reading of 393 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but failed the high pressure test. Advised the customer that the insulin pump would be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.